Event description:
Pt was undergoing a right total hip arthroplasty. During the procedure, the surgeon was using the aesculap md 455 (clamp) when the tip of one of the prongs broke off. The surgical team was able to retrieve the broken tip. No harm to pt and no retained foreign object. Diagnosis or reason for use: used during total hip arthroplasty. Event abated after use stopped or dose reduced: yes.